Manufacturer narrative:
E1 correction: the reporter's information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient lost therapy due to not charging the ipg. The ipg is now not able to connect to external devices. Surgery may be planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.